Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the insertable cardiac monitor (icm) displayed a low battery message and was neither enrolled nor implanted. Technical services indicated the representative will return the icm for follow-up. There was no patient involvement. This device is expected to be returned.